Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter's facility name is (B)(6); reported here as the facility name exceeded the character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was being prepared for use in the intestinal tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure to be performed on (B)(6) 2024. During preparation, when the device packaging was opened for use, the dreamtome tip was found to be missing. It was reported that the components separated. The procedure was completed with another dreamtome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was being prepared for use in the intestinal tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure to be performed on (B)(6) 2024. During preparation, when the device packaging was opened for use, the dreamtome tip was found to be missing. It was reported that the components separated. The procedure was completed with another dreamtome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on december 13, 2024: it was reported that the tip of the pre-loaded guidewire was detached. Additional information received on january 15, 2025: it was reported that the guidewire was twisted.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block b5 (describe event or problem) and block h6 (device codes) have been updated. Block e1: initial reporter's facility name is (B)(6) university; reported here as the facility name exceeded the character limit for the designated field. Block h11 (investigation results) have been corrected. Block h11: investigation results: the returned dreamtome rx 44 was analyzed, and a visual and microscopic inspection found that the working length of the autotome was twisted at distal section, the guidewire was inspected visually and under magnification and was found without any damage. No other problems with the device were noted. The results of the analysis performed on the returned device found that the working length of the autotome was twisted at distal section. The working length twisted found could be caused after multiple attempts to rotate handle of the device or during the introduction of the device into the scope. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was being prepared for use in the intestinal tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure to be performed on (B)(6) 2024. During preparation, when the device packaging was opened for use, the dreamtome tip was found to be missing. It was reported that the components separated. The procedure was completed with another dreamtome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. ***additional information received on december 13, 2024*** it was reported that the tip of the pre-loaded guidewire was detached.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter's facility name is (B)(6) hospital affiliated medical college of (B)(6) university; reported here as the facility name exceeded the character limit for the designated field. Block h2 additional information: it was reported that tip of the tome was found to be missing and the components separated, and the reported event may have suggested that the cutting wire was broken and detached. Additional information was received from the customer on december 13, 2024, that the tip of the preloaded guidewire was detached. The biocompatible tip or coating detaches/peels.frays or the guidewire stretching/unraveling, may require device exchange or fragment retrieval. Although a minor delay of procedure may occur, the occurrence of a serious injury or death is remote. Additionally, the returned dreamtome rx 44 was analyzed, and a visual inspection found that the working length of the autotome was twisted at distal section, the tip of the guidewire was inspected under magnification and was found without any damage. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event under EU MDR regulation 2017/745.